Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized and released after blood glucose stabilized. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that infusion set cannula was bent. Customer declined further troubleshooting. Customer was educated on causes of bent cannula. Products would be replaced.